Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain and swelling outcome was unknown. The reporter considered back pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included right lower quadrant pain, anxiety disorder, depression, hypothyroidism, stress, weight gain and ovarian cyst. Family history included heart disorder (father), alcohol abuse (mother) and hypertension (father). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain and swelling outcome was unknown. The reporter considered back pain and swelling to be related to essure. The reporter commented: discrepancy noted in date of insertion 2007 and (B)(6) 2008. Discrepancy noted in date of removal (B)(6) 2020 and (B)(6) 2020. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Pif received: reporter was added, essure insertion date and removal date were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('severe back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and swelling ("swelling"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the back pain and swelling outcome was unknown. The reporter considered back pain and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.